Event description:
It was reported when the device was used during an anterior resection, after the tissue was transected, no staples were noted in the staple line. The case was completed using sutures. There was no pt consequence.